Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to unexplained non-physiologic lead noise which led to two episodes of vf detection which resulted in aborted shocks. Lead noise could not be duplicated with provocative testing in the office. No adverse patient events were reported. Should additional information become available, this file will be updated.